Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fractured occurred. The physician was attempting to push a taxus express2 2.5x24mm drug eluting stent across a tight lesion when the catheter shaft kinked and broke. The procedure was completed with another stent. No pt complications were reported. Pt status is satisfactory.